Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and barbed suture was used. It was reported that the barbed suture was faulty. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/30/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: - could you please elaborate further on the issue reported with the product? - do you have any photos available for visual analysis? - please provide the source or name of person providing answers to follow-up questions: 1.intraoperatively during closure suture was reported to be broken while trying to attain tension in the tissue. 2.no,photo is not available. 3.external person providing the details is(B)(6) . To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.